Event description:
V.a.c. Therapy was initiated in 2007, on a patient following a flap revision on the left leg. Three days later, a home health nurse went to the patient's home to do a dressing change and could not remove the foam from the patient's wound. The nurse soaked the wound several times with normal saline and was unable to remove the dressing. The nurse contacted the patient's physician who had the nurse send the patient to the hospital. At the hospital the physician removed the foam using scissors and forceps. The patient stayed in the hospital overnight and was placed back on v.a.c. Therapy without further problems.

Manufacturer narrative:
V.a.c. Labeling states under "warnings": "foam left in the wound for greater than the recommended time period may increase ingrowth of tissue into the foam, create difficulty in removing foam from the wound, or lead to infection or other adverse events". V.a.c. Labeling states under "dressing changes": "it is recommended that v.a.c. Dressing be changed routinely every 48 hours for non-infected wounds, or every 12-24 hours for infected wounds".